Manufacturer narrative:
The autopulse platform s/n# (B)(4) was returned to zoll chelmsford for evaluation. Historical complaints were reviewed for service information related to the reported complaint and ccr 12161 was reported for autopulse with serial number (B)(4) for the same fault on 04/23/2013. A visual inspection of the autopulse platform was performed and found that the front enclosure was cracked and battery lock was missing. The physical damages found during visual inspection are unrelated to the customer's reported complaint. The autopulse platform is a reusable device and was manufactured on (B)(4) 2008; therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The data archive could not be retrieved for review due to user advisories (ua) 7 (discrepancy between load 1 and load 2 too large). The platform was functional tested and the autopulse exhibited user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) upon powering up thus confirming the reported complaint. Further investigation indicated that the load cells were defective. Replacing the load cells remedied the ua7. In summary, the customer's reported complaint of the platform exhibiting ua 7 was confirmed during functional testing. The root cause for ua 7 was due to defective load cells. Following replacement of the load cells, processor board, front enclosure and battery lock, the platform passed all final functional testing criteria.

Event description:
It was reported that the autopulse platform s/n: (B)(4) displayed user advisory (ua)7 (discrepancy between load 1 and load 2 too large) during morning device check all attempts (by crew and biomed) failed to get unit to start. There was no patient involvement reported.